Manufacturer narrative:
Patient gender and weight were unavailable from the site. A medtronic representative at the site to tested the equipment and was able to reproduce the reported event. Through trouble-shooting at the site it was decided to replace the computer. The computer was upgraded and the system check-out showed that the device was fully functional. The returned computer was tested and found to be fully functional. The reported event could not be duplicated by medtronic product services personnel.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the software was unresponsive while attempting to auto transfer an std. 3d o-arm spin to the navigation system. After trouble-shooting, the system was re-booted and resumed proper function. They took another std. 3d spin of the patient, and the images automatically transferred properly. The surgeon completed the procedure with the use of navigation. There was no impact on patient outcome.